Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -7.5/1.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022 as a replacement lens for low vaulting. It was reported that "after the doctor replaced the lens; there was no significant change in the patient's arch height". Problem is not resolved. Lens remains implanted.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2023 the lens was explanted and this resolved the problem. Claim#: (B)(4).